Event description:
Per the audiologist, the pt had an infection with headaches, vomiting and unsteadiness. Meningitis was ruled out (date not reported). He was treated with antibiotics for approximately ten days. In 2008, the patient was seen at the clinic. There was no indication of middle ear dysfunction or reported symptoms but the patient reported not hearing with the cochlear implant system. Exchanging external equipment did not alleviate the problem. Results of an integrity test done on six days later was consistent with normal device function. An x-ray showed the cochlear device to be in place. A two week course of steroids had been prescribed by the surgeon. Reimplantation or implantation of the contralateral ear is planned if there is no changes in the patient's condition. No decision had been reported as of the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.